Event description:
Enterprise stent deployed extending from the proximal a2 back across the neck of the aneurysm into the proximal a1 vessel. Final angiographic appearances were very satisfactory. Flow was maintained to the a2 vessel at all times and there was no evidence of intravascular platelet aggregation. Heparinisation was maintained throughout with act monitoring. Patient remained on heparin infusion for 48 hours (target aptt 60-90s) clopidogrel 75mg daily and aspirin 150mg daily commenced day following procedure for 3 months. Results of follow up dsa in 2008, (6/12 from stent placement). On right ica injection the acom aneurysm was reviewed. The stent lies between the a1 and a2 vessels. There is significant stenosis of the a2 portion of the stent particularly towards the distal markers. Beyond this the a2 vessel is of normal calibre. Compared with the pre procedure study from 2008, the a1 segment is mildly narrowed. There is a pocket of recurrent aneurysm at the neck corresponding to the less well packed area of the aneurysm previously. The appearance of the two mca clips is unchanged. There is no evidence of distal vessel occlusion on the lateral view involving the anterior middle cerebral artery circulations.

Manufacturer narrative:
Patient has no obvious neurological deficits related to stenosis. Actions taken: patient was recommenced on plavix 75mg and aspirin 150mg daily til further review by neurosurgeon. The coils used for the procedure were non-cordis. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.